Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade unknown. A xtw mitraclip was chosen for implantation. During grasping attempts, the clip became caught in the chordae. The clip was able to be freed via standard troubleshooting; however, a chordal rupture was observed. It was also noted that the gripper was now down when it should have been raised. Grippers were tested independently and simultaneously, and it was determined that the gripper line had broke. The clip was removed and a replacement xt was implanted successfully. There were no reported patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult clip removal is related to procedural conditions (clip caught in chordae during grasping attempts). The reported broken gripper line and tissue injury are cascading events of the troubleshooting done to remove the clip from chordae. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.